Event description:
The pt received two leads with the same lot umber. It was reported the pt was only feeling stimulation on the right side, and it was reaching around to the stomach. The sjm representative met with the pt for reprogramming and it was reported 85% of the pain was covered by the stimulation. Additional f/u identified x-rays showed the leads had migrated upward. It was reported the pt no longer had stimulation and surgical intervention was to be undertaken at the future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.